Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed that the battery in bay 1 was not charging and displaying the message "unusable battery in bay 1". The fse noted tha the battery was installed by getinge service during last pm. To resolve the issue, the fse replaced the battery in bay 1. Unrelated to the reported issue, the fse replaced the safety disk that was due to expire before the next scheduled service. The unit passed all functional, safety checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use . The full name of the event site noted is (B)(6).

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement; thus no adverse event was reported.